Event description:
Edema (knee), knee effusion, injection site pain, injection site redness, knee pain, knee inflammation. The patient experienced persistent and intense edema after treatment with synvisc. At the time of this report, the patient's clinical outcome is unknown. Additional information was received in 2003 from a patient who received one injection of synvisc to the left knee in 2003. One day later, the patient could not place foot against the floor due to the swelling, pain and redness at the site of application. The patient experienced some relief with the use of vioxx (50mg daily) for inflammation and tylex (codeine/paracetamol; 30mg every 6 hours) for pain. Two days later, a punch biopsy was performed at the site of application. One week later, another punch biopsy was performed and the anti-inflammatory diprospan (betamethasone) was injected. The patient continued to take vioxx, but the tylex was replaced by tramadon (tramadol; one tablet every 6 hours). Three days later, a punch biopsy was performed and diprospan (betamethasone) was again injected at the site of application. Laboratory studies revealed a c-reactive protein of 96mg/l, global leukocyte of 8,800/mm^3 and a hemosedimentation velocity of 110mm. One week later, laboratory studies revealed a c-reactive protein of 96mg/l, global leukocyte of 10,600/mm^3 and a hemosedimentation velocity of 105mm. The patient's physician replaced vioxx with deflanil (deflazacort; 30mg daily) for inflammation. The patient began taking deflanil (deflazacort) (7mg every 8 hours for the first 3 days; every 12 hours for 3 more days; 7mg daily in the last 4 days). Two weeks later, laboratory studies revealed a c-reactive protein of 5.81mg/l, global leukocyte of 11,800/mm^3 and a hemosedimentation velocity of 10mm. At the time of this report, the patient's clinical outcome is unknown. Additional information was received from the patient's physician. The physician reported that a punch biopsy was performed due to the adverse events. At the time of this report, the patient's clinical outcome is unknown. The physician considered the adverse events to be related to synvisc. Additional information was received one month later from the patient, who reported that knee remaind inflamed and they experienced pain when they walked. All of the patient's medications had been interrupted by physician who wanted to evaluate the situation without medications. At the time of this report, that patient has not noticed any improvement in symptoms. Qa evaluation results: the review of synvisc product release data for both the ridgefield and canadian facilities did not indicate trends that could be associated to any product complaints.